Event description:
It was reported that a patient experienced a leaking cassette line. The patient was connected at the time of the event. This event occurred during fill one of four of peritoneal dialysis therapy. The caregiver stated that the cat had chewed through one of the lines. The technical service representative assisted the caregiver with ending therapy. The caregiver would start therapy over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Animal damage is a known cause of this problem. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide warns the user not to perform dialysis in the same room as pets or animals. It states that ¿contamination of the fluid or fluid pathways can result if a pet or animal bites a solution bag or the disposable set. Contamination of any portion of the fluid or fluid path may result in peritonitis, serious patient injury, or death.¿ a review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.